Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces however, no button error alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error and she was able to clear it. Customer's blood glucose was 68 mg/dl, was eating. Customer did not recall any significant events that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.